Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information revealed that the patient underwent an unrelated surgery and did not put the ipg into surgery mode, causing the ipg to become inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Details as to the reason for the replacement are unknown at this time.